Event description:
It was reported that during explant procedure due to pocket infection, the old device was left in while the new device was being implanted. When performing dfts on the newly implanted device with rf telemetry, the old device shocked the patient prior to the new device shocking the patient, despite tachy therapies being disabled. The same behavior was seen on another dft attempt. After both attempts, the zone configuration was programmed off again, rf antenna was unplugged and using inductive telemetry, the device was in off mode and no longer shocked the patient. The old device and lead were explanted.